Manufacturer narrative:
The consumer commented on twitter reporting false positive inteliswab test results only while using the device against the IFU. Oti marketing responded to the consumer's twitter comment advising them to email more information to technicalservice@orasure.com. The consumer has not provided a lot number or any additional information to date. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
On (B)(6) 2024, a consumer commented on a twitter post stating their husband and daughter had false positives using inteliswab tests when they swabbed their mouths/throat. The consumer also stated they tested negative on pcrs. On (B)(6) 2024, oti marketing department replied to the consumer's twitter comment advising they email oti so we can reach out to them directly for additional information. As stated in the inteliswab covid-19 rapid test IFU, 'important: swabbing the nostrils is critical for obtaining an accurate result. If you do not swab your nose, the device will produce a false negative result.'